Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had damage to the cutting edge of the knife blade. The reload was fully fired and the interlock was engaged. The jaw of the reload was open and the sutures were cut properly. Some staple pushers were pushed back to the cartridge. One skewed staple was stuck in a staple pocket at the 2.5cm cut line. Functionally, the clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the jaws of the device remained closed on tissue, the staples did not form as expected and were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device was applied on over indicated tissue. It was also reported that an unexpected content leak occurred along the staple line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic pancreatic body and tail resection, during pancreatic parenchyma res ection, firing was completed until the tip, the center control was pressed upwards, then when the jaws were attempted to be opened, the knife retracted but the jaws did not open. When the jaws were attempted to be opened, various buttons was pressed, but there was no response. After that, a robot forceps was placed in the small gap between the cartridge and anvil, the jaws opened, and the cartridge was able to be removed from the tissue. When the cartridge was removed, the organ was checked, and the part that was being clamped by the cartridge clip was crushed, and there was a pancreatic fluid leak. When the cartridge was checked, there was a malformed staple in the center part of the cartridge. There was no additional stapling done since the pancreas was already resected. The patient experienced unexpected tissue defect and tissue damage as a result.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic pancreatic body and tail resection, during pancreatic parenchyma res ection, firing was completed until the tip, the center control was pressed upwards, then when the jaws were attempted to be opened, the knife retracted but the jaws did not open. When the jaws were attempted to be opened, various buttons was pressed, but there was no response. After that, a robot forceps was placed in the small gap between the cartridge and anvil, the jaws opened, and the cartridge was able to be removed from the tissue. When the cartridge was removed, the organ was checked, and the part that was being clamped by the cartridge clip was crushed, and there was a pancreatic fluid leak. There was no problem whole the staple line but regarding the reported one site, the staple was found not to be stapled. When the cartridge was checked, there was a malformed staple in the center part of the cartridge. There was no additional stapling done since the pancreas was already resected. The patient experienced unexpected tissue defect and tissue damage as a result. The event has lead to extended patient hospitalization. On the 8th day after the surgery, there was high blood cell count, the patient claimed pain at the abdominal region, then antibiotic medication was performed.